Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on an unknown date a patient underwent the removal of femoral neck system (fns) because it collapsed. At the time of removal, a 5mm locking bolt got stuck on the plate and cannot be removed. There was a surgical delay of almost half an hour. This complaint captures the postop event of implant collapse while related complaint (B)(4) captures the intraop-event where locking bolt got stuck on plate and could not be removed during removal procedure. This report is for one (1) femoral neck system plate 1 hole - sterile. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.